Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d4, d6a, h6.

Event description:
Physician reported left side deflation. Healthcare professional later reported left side "hole in valve" observed during surgery. Device has been explanted.

Manufacturer narrative:
Continued postal code e1: h1x 1k3. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted.